Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of unexpected restart and external ram crc error. The customer's blood glucose reading was 16 mmol/l. The customer had an episode where the pump shut off. The customer reported the drive support cap to appear normal. The customer had multiple unexpected restarts and external ram crc errors before battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump alarmed unexpected restart after the battery change due to a faulty component on the interface board. The pump passed the idle current, run current, self test, off no power, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No external ram crc error or off no power alarms were noted. No cosmetic damage was noted.